Event description:
The wire did not provide a good signal while inside the patient, and appeared to be fractured. The device was removed from use and replaced with a new device. The patient was not harmed as a result of this incident.